Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that the tip was burning up during a surgical procedure. The surgeon tried the three that came in a pack with the same lot numbers and they all failed. The procedure was completed with a different lot number of the same product with no injury to the pt.